Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system up1a.231005.007.g991u1uesegya5 cloud - smartphone hardware sm-g991u1 cloud - cgm sensor type g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 689 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia and excessive pain. The patient was treated with IV fluids, zofran and insulin drip. The patient was released a day and a half later. The pod was removed by the emt (emergency medical technician) before getting to the hospital. The patient reported the dexcom cgm (continuous glucose monitor) was providing incorrect readings. Her cgm said her glucose levels were 220 mg/dl, and when she arrived at the hospital, her blood glucose levels were actually 689 mg/dl.